Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm which was indicated that a broken force sensor was detected during seating or regular delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error 35 due to critical pump error (open book image) alarm. Device was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked case (battery tube) and cracked battery tube thread. Device p-cap or test reservoir does not lock in place properly. (B)(4).